Event description:
After insertion tried to withdraw the needle, it detached from the adapter.

Manufacturer narrative:
Upon completion of the investigation, a supplemental report will be submitted. (B)(4).